Manufacturer narrative:
Other, other text: see similar event 3012307300-2021-00364 involving similar product and same patient.

Event description:
It was reported the device was in use with patient and a tear in the flange was noted. The reporter stated a tube change was required to maintain airway. No further adverse effects reported.